Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify "surgeon reported that the pph03 stapler partially disperse in patient anus and partially stapled." When the stapler "partially dispersed" did the device deliver a complete cut line? Or did the device deliver a partial cut line? Only partial stapled and the other part dispersed. Was there any change in the post-operative care of the patient? Procedure converted to open technique, re-suture wound. Patient lost some blood post op but volume was not recorded/reported by complainant. Further information was requested and the following was obtained: it was reported that the ¿patient lost some blood post op.¿ was any medical or surgical intervention required to address the bleeding? Please explain. Please refer to note. Procedure converted to open technique, re-suture wound. Patient lost some blood post op but volume was not recorded/reported by complainant. Were there any patient consequences? Patient consequence was bleeding. As confirmed by sales rep via phone on (B)(6) 2019, the sales rep was in the hospital & ot and checked with the staff nurse but they were unable to recall further information pertaining to the case.

Event description:
It was reported that surgeon reported that during a procedure for prolapse and hemorrhoids, the pph03 stapler partially dispersed in patient anus and partially stapled. Did conventional suturing way. Surgery was completed successfully.

Manufacturer narrative:
Product complaint (B)(4). Batch # p55r37. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. Accessories were also received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.